Event description:
During prehosp transport, IV access was attempted in the forearm of a female pt who had just previously needed electric countershock conversion of an unspecified dysrhythmia. The clinician reported an inability to obtain a flashback response, which would normally indicate successful entry into the venous lumen. The vein "rolled" during the insertion attempt. When the device was removed, a portion of the tubing was noted to be missing. The pt was transported to the emergency dept, where the severed portion was retrieved via a 1 cm venous cutdown. Only the catheter assembly with a portion of remaining attached was returned for analysis. The retrieved, severed portion of the tubing was discarded at the facility. The pt was reported to be "doing well" following the occurrence.